Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received two motor error alarms during basal and the insulin pump was shutting off. The customer stated the first time, she was able to rewind and with the second alarm she had to do the rewind twice. The customer confirmed the device was not exposed to a magnetic field and the drive support cap appeared normal. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the reservoir tube window corners and minor scratches on the lcd window.